Manufacturer narrative:
The device was returned to olyumpus for evaluation and the customer¿s allegation was confirmed and caused by a faulty main board. No other issues were observed during evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the display on the high flow insufflation unit turned on and alarming after running for 15 minutes. The unit was turned off and restarted and it would run for a while but the issue would reoccur. This was observed during preparation for use for an unknown diagnostic procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty main board could not be determined. Olympus will continue to monitor field performance for this device.